Event description:
It was reported that a large volume infusor coil cap separated from its housing. The housing was malformed. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). This lot was manufactured august 25, 2014 to august 26, 2014. The actual device was not available; however, a photograph of the sample was provided for evaluation. The photo inspection revealed a malformed housing and separated red coil cap. The reported condition was verified. The cause of the condition could not be determined based on the photograph. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.